Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient has had diarrhea every day since a couple days after the interstim was put in. Caller said patient is taking emodium several times a day to help control the diarrhea. Caller mentioned that they thought that the first round of diarrhea was actually a side effect of their antibiotics, they picked up the antibiotics on (B)(6) and the diarrhea started on the (B)(6), patient took the last antibiotic on the (B)(6) and since then patient continued to have diarrhea except for one day. Caller also said patient for their urinary symptoms is doing ok, they are going to the bathroom about every hour, maybe a little longer or maybe longer than that. Patient has an appointment with healthcare provider on september 9th. Reviewed therapy information and general programming guidance. Caller was able to change programs and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Event description:
Additional information was received from patient representative. They stated patient was in rehab for c diff and had diarrhea for 6 weeks that had made them real weak. Caller states their hcp advised to turned the therapy off because they were not sure what the cause was. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.